Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Ous MDR - after an implantation period of three months, it was reported that noise in all chambers was registered. It was also stated that at the time of occurrence, the patient was in bed which was equipped with an electrical motor. Biotronik has no information about the current location of the ICD. Should any details become available, this file will be updated.